Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 where in the patient had their ipg site moved due to the ipg being uncomfortable on the patient's back. Stimulation therapy was reportedly restored postoperatively.